Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, false-positive alerts for atrial fibrillation (af) in the setting of large amplitude p-waves was noted. Smart sense firmware was installed. No intervention was performed, and the implantable cardiac monitor remains implanted. The patient was stable.